Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-00877 and 2210968-2021-00878. A manufacturing record evaluation was performed for the finished device batch number qhmldb, and no non-conformances were identified. Additional information was requested and the following information was obtained: additional information requested: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Jejunum. Device return status/follow up? In mail tomorrow. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent gastric bypass procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. Investigation summary: according to the information received, it was reported by the rep the needle kept popping of the suture at the sweg. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that three empty opened foils and fifteen unopened samples of product code j417h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.